Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 30 mmol/l. The customer treated for high blood glucose with shot. The site was bleeding, and customer did not receive medical treatment as a result of the site issue. Insulin pump had insulin flow blocked alarms. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.